Event description:
This account alleges that after using the CPR release to lower the head section, the account will re-engage the CPR cage, and the head drive has unintentional movement upward.

Manufacturer narrative:
The technician replaced the test port cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.